Manufacturer narrative:
The reported event was confirmed. The device was returned to the manufacturing plant for analysis. The reported event could not be replicated due to the contents of the syringe missue. A review of the manufacturing record was performed. There was no nonconformances in the manufacturing record. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2019 it was reported to anika that during a knee injection, the monovisc syringe broke at the luer lock location and leaked. The needle gauge is unknown. There was no negative patient or user impact. The device was available for evaluation.